Event description:
The customer observed a falsely elevated troponin-I result for one patient on the architect i2000sr analyzer. The following data was provided: initial 2.64 ng/ml ((B)(6) 2013; green top lithium heparin gel tube). The customer uses a cutoff of 0.04 ng/ml. The patient had other symptoms of chest pain and shortness of breath. An EKG and xray were performed and the results were normal. The patient was diagnosed with nstemi (non-st segment elevation myocardial infarction) and sent to the catheter lab a heart catheter was placed. The patient was admitted to the cardiac/stroke unit of the hospital on 1/1/14. The patient was redrawn and the troponin was negative. The customer reran the original sample and received a result of 0.02 ng/ml.

Manufacturer narrative:
Additional patient information was obtained on 01/28/2014. An evaluation is still in process. A follow up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
An additional patient with falsely elevated troponin was observed on (B)(6) 2014. On analyzer sn (B)(4), sid 656728 completed at 20:28 and 21:27 results: 0.45, 0.01 ng/ml on analyzer sn (B)(4), sid 656728 completed at 20:44 results: 0.01 ng/ml. The customer uses a cutoff of 0.04 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
Additional patient sid 656728 (data from (B)(6) 2014) was reported in initial manufacturer report number 1415939-2014-00043. An evaluation is still in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Accuracy testing met all specifications. Complaint information reasonably suggests the assay is performing as intended, and no malfunction of the device occurred. Based on the available information, no product deficiency was identified.